Event description:
Patient reported right side rupture. Device was explanted. Healthcare professional confirmed rupture via ultrasound and capsular contracture baker grade unknown.

Manufacturer narrative:
Fi summary: the review of the documentation associated to the manufacturing process indicates that all devices with lot number 1645183 were released in accordance with abbvie¿s procedures and were no defects/problems/issues found in the documents or in the personnel training related to the reported event. Additionally, no ER/ ncr(s) were identified during the investigation associated with this lot and the complaint. According to the device analysis performed in the laboratory, a split in patch was observed and assessed as workmanship, but it has no relation with the reported complaint. Also, the event of capsular contracture was unable to observe, then it is unable to confirm, and the event for rupture was observed, therefore, rupture is confirmed, but it is not related to the manufacturing process. A review of the current risk documents pfmea-silicone filled bi and sizer assy (v7.0) was performed, and the event of split and patch is a known event, for which current process controls and inspections are established to reduce the incidence of this defect. During the trend review of all split in pacth complaints for gel breast implants for the period of october 2022 through september 2024, were noted one outlier in february 2023. The additional analysis performed shows all that results met the acceptance criteria and no issues, deviations or non-conformances were found which could be associated to the split in patch event, so, no additional actions are deemed required at this time. The issue with split in patch will continue to be monitored and corrective action taken in the future if deemed appropriate. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: observed 1 opening assessed as fold flow opening. Observed 1 opening assessed as surgical damage. As per the investigation procedure non penetrating nick, wear abrasion and creases was completed and none of the observations are found to be potentially related to the manufacturing process. A further investigation has been requested for the event split and patch.

Event description:
Patient reported right side rupture. Healthcare professional confirmed rupture via ultrasound and capsular contracture baker grade unknown. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible. The event of capsular contracture could not be observed as it is a physiological complication.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade unknown.

Event description:
Patient reported right side rupture. Device was explanted. Healthcare professional confirmed rupture via ultrasound and capsular contracture baker grade unknown.